Event description:
It was reported that the customer's blood glucose level was high, with specific values unknown but indicated as "high" on both cgm and bg meter. The customer performed a correction injection using mdi, and technical support provided guidance on inspecting the site, infusion set, and tubing, with no issues detected. The customer was recommended to consult a healthcare professional to discuss factors affecting blood glucose levels and to replace supplies as needed, which the customer acknowledged and understood.